Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Age and date of birth unknown / not provided.

Event description:
Doctor reported the implant in tooth location 19 fractured and was removed. The site also presented bone loss.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: unique identifier (UDI) number changed to unknown. G3: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. A osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified the implant to be fracture. The reported device was located on tooth # 36 and was used for approximately 9 years. Device history record (DHR) review was completed for the subject lot number: (2010070260). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (2010070260) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified for bone loss however, did occur and the reported event was confirmed for fracture.

Event description:
No further event information is available at the time of this report.